Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok keys were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: during investigation, the original keypad complaint was unable to be investigated. The keypad was fully intact and all the keys were fully responsive to user presses. The keypad cover was removed and there was no contamination found under the key contacts. There was no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture observed and the keypad latch was found to be fully closed. There was no damage to the keypad flex. Unrelated to the original complaint, the battery compartment was observed to be cracked near the cover.